Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of over 600 mg/dl with moderate ketones and it was addressed with a manual bolus. Reportedly, the luer lock was loose and was disconnected from the tubing. Also, it was noted that the luer lock was leaking and that there was a large gap of air in the tubing. The customer connected the luer lock connection, primed the tubing, and resumed insulin delivery. A follow up with the customer indicated that their bg level lowered to 395 mg/dl and was still decreasing.